Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported hyperopic patients are being under corrected. The surgeon requested the laser be checked. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The field service engineer (fse) has verified the system and no abnormality of the system was not ed. The system meets specifications. According to the technical review result no problem was found with the system. The root cause could be identified conclusively. The manufacturer internal reference number is: (B)(4).